Manufacturer narrative:
"Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0066390. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that a syringe 10ml saline fill china sp leaked during use. The following was reported by the initial reporter: "the patient intends to use a flush to flush the tube, and the injection leaks during use."